Event description:
The customer reported that they were losing big sections of data on the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). The panel was returned. The service engineer confirmed that the jpeg image showed lines. He replaced the led pc board and the flat cables. He updated the a/d pc boards to improve performance. He performed calibration and self tests. (B)(4).